Event description:
During surgery, the cable on the interstim bladder stimulator disconnected. This resulted in the necessity of reinserting a new stimulator cable. Cables are very expensive and the supervisor wants the manufacturer to examine the cables and replace them.